Manufacturer narrative:
Additional information received indicated that there was a remote monitoring alert received due to a high shock impedance measurement of 127 ohms. It was reported that all of the pacing impedance measurements trended upward at the same time, so it was suspected to be related to the patient's condition and not a device malfunction. The impedance measurements have since returned to normal ranges. There are no plans for additional intervention.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.